Event description:
Complainant alleged that while the medic was monitoring a pt (age and gender unknown), the device shut down. The clinician then changed the device battery, but the device remained shut down and would not power-up. The complainant indicated that there was no adverse effect on the pt as a result of the reported failure.